Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4), florida. Through follow-up communication, livanova learned that when the pump is spin by hand it turns freely; some signs of corrosion/degradation on the pump were noticed and it seems that the issue is due to faulty/damaged bearing. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix it, patient pump 2 was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during maintenance. There was no patient involvement.

Manufacturer narrative:
H10: complaints database analysis revealed no similar event since unit installation in 2015. The most likely root cause of the reported issue is associated to pump motor bearing damaged by the corrosion. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.